Event description:
It was reported that during use with bd intima¿-ii y IV catheter the prn was discovered to be cracked and leakage occurred. Prn was replaced and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient received infusion calcium supplementation therapy as directed by the doctor after thyroid surgery. Because the patient used a closed venous indwelling needle, fluid leakage was found during exhausting. Careful observation revealed a crack in the heparin cap. The heparin cap was replaced immediately, and the patient's family was explained to continue the infusion. Report to the head nurse afterwards, and keep the unqualified heparin cap and feed it back to the material center. The event did not harm the patient.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2262336. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii y IV catheter the prn was discovered to be cracked and leakage occurred. Prn was replaced and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient received infusion calcium supplementation therapy as directed by the doctor after thyroid surgery. Because the patient used a closed venous indwelling needle, fluid leakage was found during exhausting. Careful observation revealed a crack in the heparin cap. The heparin cap was replaced immediately, and the patient's family was explained to continue the infusion. Report to the head nurse afterwards, and keep the unqualified heparin cap and feed it back to the material center. The event did not harm the patient.